Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous venous side artery. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
With the available information, boston scientific concludes: device evaluation by manufacturer: visual examination revealed that the balloon was not folded, indicating that it had been exposed to positive pressure. A longitudinal tear was observed in the balloon material, measuring approximately 14 mm in length and extending from approximately 5 mm proximal to the proximal marker band to 7 mm distal to the proximal marker band. Examination of the device tip showed no evidence of damage. Visual and tactile inspection of the shaft identified no kinks or damage. Both marker bands were present and intact on the shaft of the device. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause of the event is attributed to an adverse event related to the patient condition. Product analysis did not identify any device damage, malfunction, or abnormality prior to the attempted inflation of the balloon. The issue occurred when the balloon was inflated at a lesion site described as 75% stenosed and moderately tortuous. These findings suggest that the patient anatomy and lesion characteristics most likely contributed to the occurrence of the balloon tear. Risk review: a risk review was completed and confirmed that the event of 5030: balloon- 1827: material rupture was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous venous side artery. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.